Event description:
Drive devilbiss is the initial importer of the device which is a rollator. The end-user was sitting on the device in front of her refrigerator when the wheel reportedly broke on the metal garbage can. End-user fell and fractured ribs. The device was returned to drive and evaluated by our quality engineering team member. The device was received inone pieve showing light to moderate usage with no significant wear to the wheels, brakes or handles. The unit's brakes were conforming. End-user reported that the right front wheel broke off however it was intact on the unit when received. The assessment of the evaluation was that the unit was conforming. There was no evidence that the wheel fell off.